Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a fatal error and underlying data source caused by a network problem. A technical support specialist verified the synchronization with no pending uploads. Database was backed up, services stopped, and a full synchronization was initiated. Application was failed to launch, and manual full synchronization was performed after confirming prerequisites. The database was deleted, rebuilt, and hot fixes were verified and reinstalled. Installed applications were logged. Services were restarted, setup completed, and the station rebooted. Troubleshooting steps were followed for synchronization issues, including port checks, firewall settings, and network interface card (nic) adjustments and a blank database was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, fatal error, underlying data source cause by a network problem. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.